Event description:
Patient wearing a telemetry unit (transmitter) standing in the hallway leaning against a door frame and alleged to have received a "shock" / "burn" at the site of the left upper chest at the telemetry lead. Two days post event the patient was noted to have a small reddened circular area at the point of contact from the telemetry gel pad (electrode). Health professional's impression: unknown, possible conducter of static electricity from the floor.